Event description:
The pt reported that she is experiencing pain at her scs ipg site while charging as well as difficulty in establishing communication between her ipg and external devices. The pt stated she has gained weight and must add increased pressure on the charging paddle while charging in order to establish communication. An sjm rep met with the pt and confirmed the communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.